Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the rv ring set screw was in the up position with a hex wrench tip broken off in it. The seal plug was cored out. The set screw was stuck in the up position. The proximal right ventricular capture washer was volcanoed. A comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of defibrillation, pacing,sensing, igh voltage shocking, micro switch, and recording functions of the device.

Event description:
Boston scientific crm received information that during a right ventricular lead revision procedure, the device setscrew appeared to be stripped. The device was replaced and returned for analysis. The lead remains implanted.